Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from india of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized. On unreported dates, the patient was treated with an ip injection of refline 1g once daily and an ip injection of fortum 1g once daily. The root cause of the peritonitis was unknown. The peritonitis was resolving. The nurse stated that the event was unrelated to the pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device or malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.